Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the acetabular cup would not engage with the inserter handle. It was noted to be likely caused by the inserter screw not being able to be tightened. A stem inserter was utilized to complete the procedure and a 30 minute delay occurred.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of returned device found the inserter had rolled or rounded lead threads, which likely caused the handle from being tightened to the mating shell as stated in the complaint. Without having the mating shell for evaluation the root cause for this failure is unknown, but likely failed due to either a burr on the shell as stated in the complaint description which damage the lead threads on the inserter or the inserter wasn¿t threaded properly into the shell by possibly cross threading.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.